Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, as the forceps were advanced down the scope, resistance was encountered. While attempting to extract the forceps from the scope, the clevis detached from the catheter of the device, and remained within the working channel of the colonoscope. The catheter portion and colonoscope were removed from the patient, and the procedure was completed with another colonoscope and radial jaw 3 hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)